Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured in as the customer's age and weight were not provided.the model # was not provided.

Event description:
The customer from france reported that her blood glucose readings were not being stored in the memory of the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Additionally, the serial # for the contour plus meter provided by the customer is incorrect, therefore, the device history record could not be obtained. The device manufacture date in section h4 of the initial report was inadvertently captured as 17-nov-2018. Serial # (B)(6) provided by the customer for the contour plus meter is incomplete, as it is missing one digit.